Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intramammary nodule spreads towards the parenchyma at the expense of the external quadrants on the left" not device related,"with signs that suggest pericapsular fluid", "signs of an inflammatory process suggestive of capsulitis" and capsular contracture baker's grade iii-IV.

Event description:
Healthcare professional reported left side "intramammary nodule spreads towards the parenchyma at the expense of the external quadrants on the left" not device related,"with signs that suggest pericapsular fluid", "signs of an inflammatory process suggestive of capsulitis" and "the patient has a baker's grade iii-IV capsular contracture on the left side." Device remains implanted.